Manufacturer narrative:
The technician found the caster stem was cracked. He replaced the caster to repair the bed.

Event description:
Information received indicates the right head caster failed to hold when the brake was set.